Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent primary breast augmentation with a 550cc ce med height te and was presented with left side deflation. As a result, the patient underwent expalntation and replacement with catalog number 3548224 and serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On 7/19/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was observed to be intact. Leak testing revealed a tear on the anterior view, measuring approximately 0.3 cm . Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Causes of this kind of failure could include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).